Manufacturer narrative:
The asp evaluated the device at the workshop and it was suspected the issue could be a malfunction of the therapy printed circuit assembly (pca) and system on module (som) pca. Philips product support engineer reviewed the hardware log received and confirmed the reported error. However, the customer requested the device be returned unrepaired. Therefore, no repairs were made. Without repair being completed, the asp is unable to determine the exact cause of the reported issue. The device was returned unrepaired as requested.

Event description:
It was reported to philips that the device had an error during functional testing. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Further info received giving logs and zip file for review. The specifics of the errors being given (below additional case created to account for second error) and reporter name and occupation. (B)(4) was split to address the following issues: (B)(4) is addressing the (7:38) defib test failure (therapy pca and som pca required for repair). (B)(4) is addressing the (7:34:10)pacer ref: hv capacitor value low- (capacitor required for repair). Reporter first name: (B)(6). Reporter last name: (B)(6). Reporter occupation: medical technologist.

Manufacturer narrative:
Hw log review completed and confirmed capacitor used in the device needs replaced due to degradation exceeding 10% and it is close to life cycle. No other failure noted in logs. Pending device repair.